Event description:
It was reported that while in discussion with the physician regarding an unrelated event, it was mentioned in passing that this implantable pacemaker had declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. The physician emergently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. It is currently unknown if the pacemaker will be returned for analysis.